Event description:
It was reported that during a procedure the lasso diagnostic catheter's "spiral was stuck in the heart when trying to pull it back out." No patient injury was reported by the user facility.

Manufacturer narrative:
Additional communication clarified that the event was actually the device's lasso was tangled with other devices and was sticking to the sheath while trying to pull the device back through the sheath. The complaint device was returned to stryker sustainability solutions (sss) with the original sss universal catheter tray. The device did not possess any visible damage. The loop diameter was found to meet specifications. The device was able to meet deflection specifications as it deflected to the 180 degree minimum. The contracted loop diameter was found to meet specifications as well. The deflectable tip of the device met planarity specifications; however, the lasso was found to be misaligned with the shaft. The device was passed through a sample 8 fr introducer sheath. In the relaxed position, the catheter did not get caught or stuck when withdrawing through the sheath. The device was withdrawn with the device deflected and the lasso constricted. Although the device did not become stuck, a greater resistance was detected while withdrawing the device through the sheath in this state. Sss instructions for use states: "inspect the packaging and catheter for damage or defects prior to use." "Do not exert excessive pressure during placement of catheter if unknown resistance is encountered." "To remove the inquiry, optima, diagnostic catheter through the introducer sheath make sure to turn the rotating knob counter clockwise fully and pull the thumb control downward completely to make the loop larger and to straighten the shaft of the catheter before removal from introducer." Possible root causes include: the catheter caught on internal anatomical structures or devices during placement due to misaligned lasso caused by mishandling subsequent to distribution from sss. The catheter caught on internal anatomical structures or devices due to user error (includes withdrawal of the catheter with the distal tip deflected and/or with the loop in the contracted position). The catheter caught on internal anatomical structures or devices due to ancillary equipment/devices. The device history record for the returned device indicates that the device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than usual for the device.